Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance. However, vessel spasm is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during the thrombectomy procedure vessel spasm occurred that resolved after administering a vasodilator medication (unknown pharmaceutical brand and dose). There were no clinical consequences to the patient.

Event description:
It was reported that during the thrombectomy procedure vessel spasm occurred that resolved after administering a vasodilator medication (unknown pharmaceutical brand and dose). There were no clinical consequences to the patient.